Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to the electrode belt trunk cable and ECG c&d cables being severed and cut from the distribution node (dn), damaging all wires within the cable. The root cause for severed cables was physical abuse. There was no adverse event that resulted from the damaged belt.